Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument to perform failure analysis. Inspection found a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. When pitch cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist.

Event description:
It was reported that during a da vinci- assisted myomectomy surgical procedure, the tenaculum forceps instrument was found to have a broken cable. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no known impact or patient consequence was reported.